Manufacturer narrative:
Patient information was not provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report stating the distal end of the spoon on the evh catheter disengages for the shaft where it attaches to the spoon dome. Small blue bars broke, loosening the blue cover and felled apart. There is no report of any patient injury.

Event description:
See intial report.

Manufacturer narrative:
Livanova received a report stating that the distal end of the spoon on the evh catheter has come apart where it attaches to the spoon dome. This occurred during an endo radial procedure. Moreover, the customer noted that small blue bars often break there losing the blue cover and then fall apart. There was no patient/user affected. No picture of the claimed defect has been provided. The product claimed by the customer is a vein harvesting kit containing multiple devices. Based on the compliant description the reported issue is referenced to the small ultra retractor device. Moreover, it cannot be ruled out that the spoon retractor rail was found to be detached from the spoon retractor shaft. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. No similar events have been identified on this product code in the last 12 months. The lot involved was 36 units and no other complaints were received. Thus, it is an isolated case. Based on above and previous results, it cannot be ruled out that the reported issue was most likely caused by a user error where the customer was torquing/twisting the device more than it should be. No other specific action was currently deemed necessary, livanova will maintain monitoring the market. H3 other text: no testing is done on patients for blood.